Event description:
A technician removed a test strip from vial in preparation for point-of-care (poc) glucose test. The strip was noted to have irregularly shaped patch of light blue to the left of the center on the confirmation dot. The pink test pad appears unchanged in color. Including this strip, there were 17 strips left in the vial.